Event description:
It was reported that the lead exhibited greater than 2000 ohms bipolar impedance. The ventricular polarity was switched to the unipolar configuration. It was noted that the patient had been lost-to-follow-up and was not pacemaker dependent.

Manufacturer narrative:
Na